Event description:
It was reported that directly after the system implant procedure, the right ventricular (rv) lead was oversensing t waves. It was noted to occur regardless of the programmed sensitivity or sense polarity, however it could be resolved if the bi-ventricular pacing delay was widened or the rv was paced subthreshold. Oversensing could not be reproduced the following day, so the lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the t wave oversensing persisted and the lead was reprogrammed, which reduced the oversensing.